Event description:
It was reported that the customer had a blank display on the insulin pump. The customer's blood glucose level was 203 mg/dl. The troubleshooting was performed. The customer was advised to insert a new aaa alkaline battery as soon as possible, if display does not return revert to a back up plan per healthcare provider instruction. The customer is getting a replacement battery cap due to issue.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump powered up properly and no blank display was noted. The insulin pump was received with normal operating currents. No damage found on the lcd isolation tape noted. The insulin pump did have cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, and scratched reservoir tube window.